Event description:
It was reported that an asymptomatic patient presented in the operation room for a lead replacement procedure due to lead noise present on the right atrial and right ventricular leads. The leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. Final analysis found that the insulation was abraded at 45.4cm to 45.5cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.